Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Pump error 49 unknown. Pump error 68 unknown. Blank display not confirmed.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display "did was" return. The customer also stated that the they got insulin pump error. The customer was advised the pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.